Manufacturer narrative:
Product discarded.

Event description:
It was reported that during setup for a procedure at the user facility, a broken monomer bottle was discovered upon opening the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.